Manufacturer narrative:
Dimensional testing was performed to verify the suction loss issues and the cone was found to be within specifications. The product met the acceptance criteria. The returned product investigation results do not indicate a product deficiency. Also the documentation shows that manufacturing assembled was within specifications when this lot was completed.

Manufacturer narrative:
Model #: pi-ret. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
One (1) patient interface (pi) lot number cm00437 was returned due to suction loss on the right eye after the laser had fired. Doctor did not attempt to re-applanate with another pi kit and switched to photorefractive keratectomy (prk) at that time. Additional follow up was obtained. The suction issue was not due to patient anatomy, excessive fluids on the eye or patient movement.

Manufacturer narrative:
Placeholder.

Manufacturer narrative:
Corrected data - the suction loss was caused by patient movement. Placeholder.